Event description:
Clinical adverse event received for recurrent hemarthrosis. Event is serious and is considered moderate. Event is possibly related to both device and procedure. Date of implant:(B)(6) 2014. Date of revision: unk. Date of event:(B)(6) 2023. (Left knee). Treatment: revision; revised components not specified.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, h6 health effect - clinical code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Operative notes received. On (B)(6) 2014, the patient underwent a left primary knee arthroplasty with no complications. On (B)(6) 2023, the patient underwent a revision of the tibial insert secondary to recurrent hemarthrosis. Prior to surgery, he had multiple episodes of nontraumatic swelling and pain. He was aspirated 3 times prior to the revision. Intraoperatively, hypertrophic synovium was identified due to possible impingement between the components causing bleeding. Posterolateral flexion instability was also identified. There was also lateral instability requiring release of the superficial mcl and an upsize of the insert. A wear stripe was identified on the patella but it was not revised.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. <visual inspection of the provided series of patient radiographs revealed there were no product problems observed with the complaint device. The investigation was not able to confirm the reported allegation. > additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.